Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. Additional contact information listing permit holder name: beijing jaspar medical device co., ltd (legal representative) beijing jaspar medical device co., ltd. Attn: (B)(6).

Event description:
The event involved the event involved a 1o2¿ valve (blue) w/check valve, rotating luer where the customer reported that the smart valve is blocked. The place of use is medical institution. There is no information about the patient, the infusion or the procedure. There was unknown patient involvement and unknown patient harm.